Event description:
It was reported that a catheter issue occurred. The target lesion was located in the mid and distal right coronary artery rca). Following balloon angioplasty, a opticross hd imaging catheter was advanced for ultrasound examination of the proximal rca. When pullback was performed, the catheter got separated and remained inside the body. The device fragment was retrieved using a non-boston scientific snare. The procedure was not completed due to this event. The patient condition after the procedure was good.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the mid and distal right coronary artery rca). Following balloon angioplasty, a opticross hd imaging catheter was advanced for ultrasound examination of the proximal rca. When pullback was performed, the catheter got separated and remained inside the body. The device fragment was retrieved using a non-boston scientific snare. The procedure was not completed due to this event. The patient condition after the procedure was good.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached, near the lap joint section, kinked, stretched and twisted, and the imaging core was twisted, unrolled, and wavy. Visual inspection revealed windup approximately at 135.9 from the distal end of the connector shaft. Windup with broken drive cable began 31.8 cm from the distal end of the connector shaft. Microscopic inspection showed there was a proximal windup with broken drive cable and a distal windup, but the tip was in good condition. Based on the evidence, the reported sheath detachment is confirmed.